Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4036 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the surface of the catheter was uneven.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the catheter surface being uneven is inconclusive due to poor sample condition. One photo sample of a 4 fr groshong catheter was provided for evaluation. The catheter is being held over an open tray. Fluid droplets are on the catheter and tray surfaces. The presence of deformation or rough catheter surface texture could not be clearly determined from the image provided. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause. Since the reported issue could not be clearly depicted in the image provided, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the surface of the catheter was uneven. No other information was provided.